Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The medical records indicate that the patient was treated for infection. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2001 - the patient underwent a vaginal hysterectomy and burch urethropexy due to a history of dysmenorrhea, stress urinary incontinence and pelvic relaxation. During this procedure a previously prepared bard/davol flat mesh was placed at right angles to the urethra, just distal to the bladder neck and tacked down to paravaginal tissue with a non bard/davol tacking device, and this was done on both sides. Paravaginal tissue was then elevated and the flat mesh was brought up to cooper's ligament and tacked down, this was done on both sides, recreating the posterior angle. On (B)(6) 2009 thru (B)(6) 2012 - multiple office visits during which the patient had complaints of bladder spasms, urinary urgency and frequency. She was diagnosed with multiple uti's with culture findings of e.coli, a stage 2 cystocele, pelvic floor relaxation and atypical pelvic pain. The patient was prescribed oral medication for treatment and was encouraged to perform kegel exercises.